Event description:
It was reported that during a da vinci hysterectomy procedure, the insulation near the tip of the permanent cautery spatula instrument broke off. The broken fragment fell into the patient but was recovered. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported. On (B)(6) 2013, intuitive surgical, inc (isi) contacted the site. The reporter indicated that the broken fragment was retrieved with another instrument during the same surgical procedure. She also stated that after completion of the surgical procedure, an x-ray was performed as a standard procedure to verify that there were no retained fragments. No post-operative complications were reported.

Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated by failure analysis (fa). The ceramic sleeve on the spatula tip was found to be broken off into two halves. The fragments were returned with the instrument and fit together to complete the whole sleeve. The instrument passed electrical continuity testing. Failure analysis concluded that the instrument damage may likely have been due to mishandling/misuse.

Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc (isi) for evaluation. However, at this time the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. Isi has reviewed the system logs for the site with a procedure date of 11/01/2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: a fragment from the permanent cautery spatula instrument broke off, fell into the patient, and was retrieved. In addition, an x-ray was performed post-operatively on the patient to verify that there were no retained fragments.